Event description:
The user facility reported that during a bypass procedure, the tubing line became disconnected from a quest miocardio system where it had been attached by the user. The tubing was re-connected and the procedure was completed successfully without further incident. Add'l event specific info was not available.

Manufacturer narrative:
The involved device was not returned for evaluation. Therefore, the failure investigation was limited to a review of user facility info and quality records. Results: based upon evaluation of user facility info. Conclusions: based upon evaluation of user facility info. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that this lot number/product code has not been reported previously. There is no indication of a device defect or malfunction. The involved connection was made by the user facility during set-up. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no indication that there was any relation to a device defect or malfunction. The convenience kit labeling does address the potential for leakage in the instructions-for-use with a recommendation to carefully observe connections before and continuously during use. In addition, labeling included with the tubing pack states, "band all connections in the circuit." All available info has been placed on file with quality management for tracking, trending, and follow-up.